Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per device evaluation, the distal tip was split and damaged. In addition to patient imagery indicating tortuosity, curvature observed along the sheath shaft suggests that the device may have been maneuvered through tortuous anatomy. Scratches observed on the distal sheath shaft and tip suggest contact with sharp, calcified nodules, consistent with the presence of calcification. Calcified nodules can damage the distal tip through direct contact, while tortuosity can create sub-optimal angles that may lead to increased interaction between the delivery system with crimped valve and the sheath distal tip during withdrawal, resulting in the distal tip split and distal tip damage. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve) may have contributed to the event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve) may have contributed to the event.

Event description:
As reported by a field clinical specialist, during a tavr procedure there was torturous aorta, attempted delivery system, but it wouldn't advance past the great vessels. Per pre-deco evaluation of the returned devices, 23mm commander ds returned with 14fr esheath + inserted into flex shaft and the sheath had damage on the distal tip (distal tip split).

Manufacturer narrative:
The investigation is ongoing.